Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was undetermined. Beginning on the day of onset, the patient was treated with cefazoline (2 grams per day, intraperitoneally, duration not reported) and gentamicin (80 milligrams per day, intraperitoneally, duration not reported) for the bacterial peritonitis event. Antibiotic treatment with cefazoline and gentamicin was ongoing. Dianeal therapies were ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter corrected the date of hospital admission and the date of the start of antibiotic treatment to three days after the onset date of peritonitis. During follow up with the reporter, they stated that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was further described as a patient error. Ten days after the onset of peritonitis, antibiotic treatment with cefazoline and gentamicin was stopped. The following day, the patient began treatment with tienam (intraperitoneal, 2 grams daily for 16 days) for peritonitis. 27 days after the onset of peritonitis, the patient was discharged from the hospital and recovered from the event. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.